Event description:
It was reported that non-sustained right ventricular (rv) over-sensing due to noise was seen via a review of remote transmission on the rv lead. The rv lead will be monitored. There were no adverse health consequences, the patient was stable.